Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5552-l-299, tritanium patella-asymmetric, lot na811, 5536b300, tritanium bplate triathlon s3, lot ctd49409. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Patient's husband reported patient had a primary knee implant in (B)(6) 2021 and is experiencing swelling. He noted surgeon would like to do an allergy test and is inquiring about metal composition of implants.